Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted on (B)(6) 2021 with right ventricular failure, confusion, aspiration pneumonia, and treated with antibiotics and diuretics. The patient left against medical advice on (B)(6) 2021 and was readmitted that same evening. The patient was discharged on (B)(6) 2021 to inpatient hospice and passed away on (B)(6) 2021. It was additionally reported on (B)(6) 2021 that the patient disconnecting themselves from dobutamine and pump support may have contributed to worsening right ventricular dysfunction. This had resulted in the patient having to be resuscitated via CPR after pump support was restarted. The patient's death was thus considered to be patient related rather than device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (right heart failure and infection) and subsequent patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient was readmitted on (B)(6) 2021 with right ventricular (rv) failure, confusion, and aspiration pneumonia. The patient was treated with antibiotics and diuretics before leaving against medical advice (ama) on the morning of (B)(6) 2021. The patient was readmitted on again (B)(6) 2021 and was discharged on (B)(6) 2021 to inpatient hospice. The patient ultimately expired on (B)(6) 2021. The account indicated that the patient¿s rv failure could have potentially worsened due to a previous event on (B)(6) 2021 where the patient disconnected their driveline and shut off their heart failure medication (reference to MFR# 2916596-2021-04455). The death was not considered to be device related and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU entitled ¿introduction¿, lists right heart failure, infection, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also outlines care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.